Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 the customer troubleshot with technical support and ordered a flow sensor assembly and data acquisition board to address the reported issue. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported that the ventilator was not showing any insulation going to patient and will not go into standby. There was no patient involvement. The customer troubleshot with technical support. The customer completed a performance verification testing (pvt) and confirmed the reported problem. The customer was advised to test the unit using a test connector.